Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that the vela ventilator displays "motor fault" and "vent inop" alarms and an audible alarm is present. The customer stated that this occurred during pre-use so there is no patient involvement.

Manufacturer narrative:
A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the main printed circuit board (pcb), turbine, power supply, and front panel in order to resolve the reported issue. The device was tested and is now meeting factory specifications.